Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® fx plus blood collection tubes there was an issue with incorrect catalog number on label. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and, based on this review, there were no related quality non-conformances during manufacturing of the product. The two lots that the customer indicated were mixed were produced by different manufacturing sites in separate countries. Therefore it was determined that the issue could not have originated at a bd manufacturing site. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® fx plus blood collection tubes there was an issue with incorrect catalog number on label. There was no report of injury or medical intervention.